Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2021 by elsevier, titled ¿glenosphere inclination and clinical outcomes after reverse shoulder arthroplasty". The study reviewed eighty-seven (87) patients who underwent reverse total shoulder arthroplasty (rtsa) to address unreported indications, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, one (1) patient underwent revision due to glenoid component loosening. Source: werner bc, griffin jw, lederman e, gobezie r, denard pj. Glenosphere inclination and clinical outcomes after reverse shoulder arthroplasty. Elsevier; 2021:430-437.